Manufacturer narrative:
(B)(4). Similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to complainant: this (B)(6) female patient was noted to have a type I distal endoleak on the 4 year follow-up CT done 1457 days pp. On (B)(6) 2012, a proximal component (ztlp-p-36-161-ci; lot # e2837521), was implanted without difficulty. On the completion angiogram, the analysis noted that the device was patent with no kinks or endoleaks. The proximal edge of the graft material was located below the subclavian. The distal edge of the graft material was located above the celiac. Follow-up CT's: 1 mo: (B)(6) 2012 analysis: aneurysm diameter 59 mm . Device patent and intact with no endoleaks or kinks. At 4 yr: (B)(6) 2016 analysis: aneurysm diameter 67 mm. Device patent and intact with no migration or kinks. A type I distal endoleak was noted. Patient outcome: the patient was discharged from the hospital following the initial implant procedure on (B)(6) 2012 (two days post-procedure). Since that time, the site has reported one adverse event: abdominal aortic aneurysm repair that was planned before participation in the trial (46 days post-procedure).

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is in progress.

Event description:
Additional information was provided by a sales rep on 29nov2017: on (B)(6) 2017: gore's thoracic stent graft was placed to treat the distal type I endoleak. The endoleak was gone and the patient is doing fine after this procedure.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: this complaint was sent back to re-investigation due to the new additional information received. The information states that the patient underwent a secondary procedure to correct the reported type ib endoleak. As per information, the endoleak was gone after the procedure and the patient is doing fine. Based on the additional information, no changes are made to the previously submitted root cause or risk assessment. Cook medical will continue to monitor for similar events

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
New information received 19may2017: analysis of imaging at the 5 year follow up 5 yr: (B)(6) 2017. Analysis: aneurysm diameter 71 mm. Device patent and intact with no kinks. Migration of the proximal component was noted, however the direction of the migration was not specified (query is outstanding to capture direction). A type I distal endoleak was also noted.

Manufacturer narrative:
Manufacturer ref#(B)(4). Similar to device under 510(k) p140016. (B)(4). Summary of investigational findings: the exact root cause for the stent graft distal end proximal migration could not be found. According to the imaging review it is most likely a combination of aortic disease progression and tortuosity and a single proximal component used to exclude a large aneurysmal sac. If a distal component was placed it is likely it would have prevented distal seal zone loss. The distal stent was partially undercut with contrast however there was no communication with the aneurysm sac and consequently a type ib endoleak was not present. However, because the seal zone length was to short to likely maintain a lang term seal, there is increased risk for future sac communication. Cause of any adverse effects was observed. Aneurysm growth was most likely driven by type li endoleaks. The distal seal zone has shortened enough from type li endoleak mediated aneurysm growth that the contrast undercutting the stent edge is at risk of communicating with the sac as a type 1b endoleak. Previously CAPA addressed the problem in the potential risk of placing a single component in a aneurysm with a diameter larger than 30 mm. A field safety notice was send to treating physicians and relevant study investigators. Moreover the IFU was updated and specified more explicit descriptions of sizing, two piece treatment, and sufficient seal zone length. Also sales representative training was carried out. These actions were finally implemented (B)(4) 2016 and this stent graft was implanted prior to this action. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: this (B)(6) female patient was noted to have a type I distal endoleak on the 4 year follow-up CT done 1457 days pp. On (B)(6) 2012, a proximal component (ztlp-p-36-161-ci; lot # e2837521), was implanted without difficulty. On the completion angiogram, the analysis noted that the device was patent with no kinks or endoleaks. The proximal edge of the graft material was located below the subclavian. The distal edge of the graft material was located above the celiac. Follow-up CT¿s: 1 mo: (B)(6) 2012, analysis: aneurysm diameter 59 mm, device patent and intact with no endoleaks or kinks. 6 mo: (B)(6) 2012 analysis: aneurysm diameter 57 mm. Device patent and intact with no migration, kinks, or endoleaks. 12 mo: (B)(6) 2013 analysis: aneurysm diameter 61 mm device patent and intact with no migration or kinks. A type ii endoleak was noted. 2 yr: (B)(6) 2014 analysis: aneurysm diameter 61 mm. Device patent and intact with no migration or kinks. A type ii endoleak was noted. 3 yr: (B)(6) 2015. Analysis: aneurysm diameter 63 mm. Device patent and intact with no migration or kinks. A type ii endoleak was noted. 4 yr: (B)(6) 2016 analysis: aneurysm diameter 67 mm. Device patent and intact with no migration or kinks. A type I distal endoleak was noted. Patient outcome: the patient was discharged from the hospital following the initial implant procedure on (B)(6) 2012 (two days post-procedure). Since that time, the site has reported one adverse event: abdominal aortic aneurysm repair that was planned before participation in the trial (46 days post-procedure).

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Summary of investigational findings: additional 5 years post implantation cta and x-rays are provided. Continued aneurysm growth through 5 years was driven by the persistent type li endoleak. Contrast undercutting the distal stent was stable and the distal seal zone remained stable. As the contrast did not communicate with the aneurysm sac, it still did not constitute an endoleak. However, the risk for future sac communication was not reduced. Aorta lengthened primarily at the end of the distal endograft. Because the increased length was primarily taken up by increasing aortic angulation at the diaphragmatic crus, the distal stent aortic wall distraction was stable although likely only temporarily. Based on the additional information no changes are made to root cause or the risk assessment. Cook medical will continue to monitor for similar events.